Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, there was an out of measurement message that came up along with noisy signal. An electrode check was done from the setup screen and proceeded back to the monitoring screen. This did not clear the issue, it reappeared again (this happened 5x in a row. Each time electrode check from the setup screen did not resolve it). The case was almost complete and the surgeon was able to stimulate during a brief break and then this issue returned. Case was completed and monitoring was no longer needed. There was a surgical delay of less than one hour. There was no patient impact.

Event description:
Additional information received that this noise was happening during usage of the ligasure, a bi-polar device. Wired muting was used during the procedure.

Manufacturer narrative:
B5 : additional information received. H6: code updated. Previously applied code fdc d16 is longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.